Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced pain and recurrent infection around the implant site, and the issue could not be resolved. The patient underwent a surgical procedure in (B)(6) 2012 (exact date not reported) for skin flap advancement and removal of the abutment. The implanted device remains.